Manufacturer narrative:
Based on a review of the provided medical records, a patient with multiple prior abdominal surgeries and a history of abscess and sinus tract formation underwent repair of an incisional hernia with a composix e/x on (B)(6) 2005. One year post implant, the patient developed another sinus tract and abscess that required a partial explant of the mesh. On (B)(6) 2006 the patient was again treated for a sinus tract. This procedure included removal of the composix e/x mesh. On (B)(6) 2008, the patient underwent repair of multiple incarcerated recurrent incisional hernias with a composix kugel mesh. During the implant procedure, multiple adhesions between the omentum and the abdominal wall were taken down. On (B)(6) 2008, this mesh was removed. It was noted that there was no pus identified within the wound. There was no indication in the medical records that it was removed due to a device failure. Currently, it is unknown whether the device may have caused or contributed to the alleged event. The medical records provided did not indicate that a device failure had occurred, and no sample was returned for evaluation. However, without further information, no conclusion can be drawn. Refer to MDR 1213643-2010-00036 for information regarding the composix e/x mesh implanted on (B)(6) 2005.

Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2005 - repair of incisional hernia with composix e/x mesh. On (B)(6) 2006 - debridement, excision of sinus tract, unroofing of abscess, partial explant of composix e/x. On (B)(6) 2006 - sinus tract packed with betadine and washed, graft explanted. On (B)(6) 2008 - repair of multiple recurrent incisional hernias with bard composix kugel mesh. On (B)(6) 2008 - removal of mesh.